Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm for 5 seconds upon second inflation. The device was simply removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient's condition post procedure is good.